Manufacturer narrative:
The investigation for the hemolysis and high purge pressure (hpp) has been completed.the impella was not returned for evaluation. Data logs were reviewed finding no motor current (mc) spikes occurred and no indication observed for hemolysis issue. Hpp alarms occurred and started to reduce after new purge bag connected, tissue plasminogen activator (tpa) was infused and the issues resolved. The cause of the hemolysis issue cannot be determined since the complaint device not returned for investigation and insufficient clinical data returned. The cause of the hpp most likely was biomaterial ingestion. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added h6 component code 925 corrections to the initial MFR report: d4 model number added d6a/d6b f6/f8 should have been left blank.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿

Event description:
The complainant reported a 77 year old male patient presenting for hemodynamic support via the impella 5.5. During support, signs of hemolysis and rising purge pressure developed. As treatment, tpa was infused and support proceeded. This information was received via abiomed's long-term outcome and quality indicator (loqi) database and alleged as a probable relationship with the device.